Event description:
Pt had newly diagnosed malignancy requiring chemotherapy, 12/13/95. Port inserted into right subclavian vein. On 12/28/95, infusion of red blood cells appeared infiltrated distal from insertion site. Radiology report 12/28/95 confirmed contrast extravasation from the catheter track in both directions. 12/30/95, pt return to or for removal of catheter.